Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event reports mw 5056930 and mw 5056153.

Event description:
It was reported that the patient underwent an incisional ventral hernia repair procedure on (B)(6) 2012 and mesh was implanted. In 2013 the patient experienced recurrent incisional hernia and was hospitalized on (B)(6) 2013. The patient underwent a mesh removal procedure on (B)(6) 2013 along with awcs hernia repair and strattice was implanted. Three incarcerated recurrent incisional hernias were identified at the time of the surgery. The patient developed breathing complications during the procedure. It was also reported that the patient is still experiencing a pain, dyspareunia,weight gain and sixth hernia and has been recommended by a doctor to lose weight to be able to undergo another surgery. Additional information has been requested.

Manufacturer narrative:
Additional narrative: it was reported by the patient that she has a surgery every year, experienced scars and cannot strain herself for any reason. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient had an incisional ventral hernia on (B)(6) 2012 mesh was implanted. The patient underwent a recurrent incisional hernia repair on (B)(6) 2013. The previously implanted mesh was removed and the patient underwent an awcs hernia repair with strattice onlay. Post-operatively, on (B)(6) 2013, the patient had a fever of 102. On (B)(6) 2014, the patient had a wbc of 11.2 and a hgb of 7.4. The patient was transfused with a unit of o negative blood. The patient¿s hgb was 7.8 on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported by the patient that the mesh is coming undone and she was told there is not much inside to hold anything in. The doctor opined that the patient should walk to lose weight, but the patient unable to walk or stand for long periods of time due to arthritis. The patient cannot lift anything over five pounds. This medwatch report is in response to receipt of additional maude event report mw5057183.